Manufacturer narrative:
Sc-1200 (sn:(B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and the new one was relocated to a more lateral location. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and the new one was relocated to a more lateral location. The patient was doing well postoperatively.